Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01810.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8) and an indigo system cat 8 aspiration catheter (cat8). During the procedure, while advancing the sep8 in and out of the cat8 in the target vessel, the sep8 became stuck in the cat8; therefore, the sep8 and cat8 were removed together as one unit. Upon removal, the distal tip of the cat8 was noticed to be kinked. The procedure was completed using other devices. There was no report of an adverse effect to the patient.